Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can affect stent dislodgement outside the body include, but are not limited to positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Based on the incident information, a conclusive root cause for the reported complaint of stent dislodgement cannot be determined; however, there is no indication to suggest that materials or workmanship may have caused or contributed to the anomaly.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that after opening the pouch, the protective sheath was removed. When the device was placed on the guide wire, it was noted that the stent was not present on the balloon. The stent was found in the protection sheath. No additional event or pt information is available.